Event description:
It was reported, the patient experienced withdrawal following a routine refill last thursday. The reporter stated they used two different lioresal refill kits and the refill was uneventful with no dose change. It was noted, the patient was admitted to the hospital friday evening due to withdrawal symptoms of the patient being itchy, tachycardic, hypertensive, and having agitation. The reporter stated, the patient was given oral baclofen and benadryl friday night, then on saturday, the pump was aspirated and the volumes were reportedly accurate. The pump was refilled with a new lioresal kit and the patient was given a 25 mcg bolus. The reporter stated that as of lunch time yesterday, the patient¿s symptoms resolved and they had been discharged. The pump contained lioresal. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).